Manufacturer narrative:
Pending evaluation. Concomitant device: biolox head, 36mm, +0.

Event description:
Head and liner exchanged due to eccentric wear of gxe poly g2 36mm neutral. Revising surgeon noted osteolysis round the rim of the cup and proximal femur.

Manufacturer narrative:
The revision reported in the experience was likely the result of edge loading caused by femoral neck impingement, which led to eccentric wear of the acetabular liner. However, this cannot be confirmed as the devices were not available for evaluation.